Event description:
It was reported that the pump triggered an altitude alarm. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 139 mg/dl. The customer attempted various troubleshooting steps, including cleaning the speaker holes and changing the cartridge, but the alarm persisted. Technical support advised further steps to resolve the issue but ultimately arranged to replace both the pump and the cartridge. The caller, lacking a backup insulin plan, was advised to contact her healthcare provider for interim support and was instructed on how to put the pump in storage mode for return.